Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿a complication of diaphragm repair using a gore-tex (expanded polytetrafluorethylene) membrane: a case report¿ published by j chest surg. 2022;55(2):171-173. The patient described in this report was a 65-year-old man who had been diagnosed with hepatocellular carcinoma (hcc). The patient had recurrent hcc and metastasis in the chest wall. He underwent right trisectionectomy of the liver and chest wall resection. At that time, the liver mass directly invaded the diaphragm; hence, en bloc resection of the liver mass and diaphragm was performed, as well as subsequent diaphragm reconstruction using a 2-mm gore-tex soft tissue membrane (w. L. Gore & associates, flagstaff, az, USA) under laparotomy. Subsequent chest wall reconstruction was performed using another 2-mm gore-tex membrane. No postoperative complications or hcc recurrence was observed for 3 years. One year later, the patient again visited the outpatient clinic complaining of chest wall pain and redness at the previous chest surgical site that had persisted for 1 month. On CT, a 10-cm abscess was observed in the chest wall; hence, debridement and a local flap with right thigh skin were performed. The gore-tex membrane attached to the chest wall was clean, and no fistula connecting to the thoracic or abdominal cavity was found. The patient returned to the hospital due to wound dehiscence after 6 months. No definite abscess was observed in the chest wall on CT scans; however, the gore-tex membrane that had been attached to the diaphragm had migrated into the abdominal cavity. Therefore, the treatment plan was to remove the migrated gore-tex membrane and the other membrane that had been placed on the chest wall. The chest wall was relatively clean with no visible infection or abscess, and the attached gore-tex membrane was easily removed. After performing laparotomy, we observed that the other gore-tex membrane inside the abdominal cavity was curled and that the end of the membrane was very sharp and hard, with this tip causing perforation of the ascending colon. Because severe infection and adhesions were observed around the perforation site, right hemicolectomy, partial duodenectomy of the second portion, and gastrojejunostomy were performed. Due to the presence of severely fibrotic tissues between the thoracic cavity and the abdominal cavity, we determined that abdominal organ herniation would not occur. Therefore, no additional diaphragmatic repair was performed. The patient has been followed up through outpatient care for 6 months after surgery without any further complications.

Manufacturer narrative:
Citation: seungwook lee, sung yeon hong, jung a son, et. Al. A complication of diaphragm repair using a gore-tex (expanded polytetrafluorethylene) membrane: a case report. J chest surg 2022; 55(2): 171-173. Add attachment.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided.